Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify "did bit cut off tissue", did the device cut the tissue? If so, was the cut line complete? Was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
It was reported that during the endoscopic lobectomy surgery, opened the ecr45w packing, noted the pan was detached from the cartridge. When severing the lung tissue on the 2nd firing, after fired with ecr45b, noted the staples malformed with irregular shape and did bit cut off tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please clarify "did bit cut off tissue", did not cut off the tissue did the device cut the tissue? Yes. If so, was the cut line complete? No was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk.